Event description:
Customer called for parts and repair information. According to the reporter, the defibrillator's energy output was badly lower than the selected energy level.

Manufacturer narrative:
The reporter stated the device will be scrapped, because it is beyond its useful life.